Event description:
It was reported the patient developed a cerebrospinal fluid (csf) leak following replacement of his pump and catheter. The cerebrospinal fluid (csf) leak was around the catheter at the entry point of the catheter into the dura. The patient experienced a headache and swelling at the spinal site and pocket related to csf accumulation. A dye study was performed. 40 ccof csf was withdrawn from the pocket, and another 20 cc was drained from the spinal site. Surgery was performed to repair the dura to prevent csf leak. The csf leak was not directly visible at the revision, but a purse string suture was tied, and duraseal was used to prevent further leakage. The patient status was indicated as alive; no injury. The pump was delivering lioresal. It was later reported the catheter was secured with a purse-string, and the csf leak was sealed with duraseal to ensure that there were no further leaks. The patient was receiving adequate therapy.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8780, implanted: (B)(6) 2013, product type catheter. (B)(4).